Event description:
It was reported that a healthcare provider (hcp) contacted boston scientific technical services (ts) to inquire why atrial pacing is noted to be 100% when the pacemaker device is programmed to a ventricular-only pace and sense made. Ts reviewed device data and noted atrial pacing is 100% for approximately the last two months. Ts discussed it is possible there was device testing in a different programmed mode before switching to the ventricular-only pace and sense mode. Ts also noted that this right atrial (ra) lead impedance decreased mid-last month. It was noted by the hcp that the patient has chronic atrial fibrillation, and the pacemaker device has been programmed to a ventricular-only pace and sense made far a long time. The products remain in-service. No patient symptoms are adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).